Manufacturer narrative:
Product ID: 3889-28, lot# va04clh, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The cause of the impedance issue was not determined. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04clh, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep said they went in for a normal end of life (eol) battery replacement. Upon testing the impedances at 2.0v and 300 pulse width (p w), one combination was low; impedance on 0 <(>&<)> 2 were below 50 ohms. No environmental/external/patient factors are known that may have led or contributed to the issue. As a result of what was reported, the lead was replaced. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.